Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 1089962. D.4. Medical device expiration date: 10/15/2021. H.4. Device manufacture date: 3/30/2021. D.4. Medical device lot #: 1074215. D.4. Medical device expiration date: 9/17/2021. H.4. Device manufacture date: 3/15/2021. D.4. Medical device lot #: 1026984. D.4. Medical device expiration date: 8/13/2021. H.4. Device manufacture date: 1/26/2021. D.4. Medical device lot #: 1074217. D.4. Medical device expiration date: 9/17/2021. H.4. Device manufacture date: 3/15/2021. D.4. Medical device lot #: 1074259. D.4. Medical device expiration date: 9/17/2021. H.4. Device manufacture date: 3/15/2021. . D.4. Medical device lot #: 1120396. D.4. Medical device expiration date: 11/19/2021 . H.4. Device manufacture date: 4/30/2021. H.6. Investigation: the complaint investigation for discrepant results when using kit bd max sars-cov-2 reagents (ref. (B)(4)) lots 1089962, 1074215, 1026984, 1074217, 1074259 and 1120396 was performed by the verification of complaints history. Review of the manufacturing records of bd sars-cov-2 reagents for bd max¿ indicated that lots 1089962, 1074215, 1026984, 1074217, 1074259 and 1120396 were manufactured according to specifications and met performance requirements. Customer reported increase of positive results with the bd sars-cov-2 reagents for bd max¿ system for kit lots 1089962, 1074215, 1026984, 1074217, 1074259 and 1120396 but did not provide any data for investigation. Customer complained of an increase of positive results. They state that some n1 positive results with the bd sars cov-2 reagents for bd mmax¿ system, with a late CT (CT around 38.0), were negative on repeat. However, no data was provided for the investigation except one table containing the positive rate for each platform used by the customer. The other assays used by the customer do not detect the same gene targets or discriminate between n1 and n2 targets. Customer thus cannot confirm the n1 positive results obtained with the bd sars-cov-2 reagents for bd max¿ system kit. Moreover, limit of detection can vary between different assays. Overall, based on the information provided, bd was unable to further investigate the complaint. Low positive samples for one or both targets of the bd sars-cov-2 reagents for bd max¿ system can occur due to viral titers in the specimen being at or near the limit of detection (lod) of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. However, this cannot be confirmed the cause of the customer issue remains unknown. There is no indication of an increase in complaints for discrepant results for bd sars-cov-2 reagents for bd max¿ lot 1089962, 1074215, 1026984, 1074217, 1074259 and 1120396. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd quality will continue to monitor for trends. H3 other text : see h.10.

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. Repeat tests were performed using cepheid and biofire tests and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: " customer problem: customer alleging possible false positve results with the bd cov-2 assay".

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. Repeat tests were performed using cepheid and biofire tests and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: "customer problem: customer alleging possible false positive results with the bd cov-2 assay."